Manufacturer narrative:
The pipeline flex delivery system was returned for evaluation with the microcatheter and guide catheter. As received, the pipeline flex pushwire was detached at the hypotube proximal to the wire weld. The distal segment of the pipeline flex delivery system was found partially deployed outside of the microcatheter tip. The remaining distal segment of the pipeline flex delivery system was found to be stuck inside the distal segment of the microcatheter. The proximal segment of the pipeline flex pushwire was found completely outside of both catheters. For further examination, the distal segment of the pipeline flex delivery system was then pushed outside of the microcatheter tip with some difficulty. The catheter body was found to be flattened and accordioned. The distal and proximal dps restraints were found intact. The dps sleeves were found intact with no signs of damage. The outer diameter (o.d) of the re-sheathing pad was measured to be within specifications. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The pushwire was observed to be bent. The distal segment of the pipeline braid was found fully opened with moderate fraying; while the proximal end of the pipeline braid was found fully opened with no damage. The surfaces of the detached pushwire were then sent out for scanning electron microscopy and energy dispersive spectroscopy. Based on the reported event details, the analysis findings and the sem/eds analyses, the clinical observation regarding pushwire detachment was confirmed. It appears the pushwire separation was secondary to tensile failure. A review of the manufacturing process did not uncover any deficiencies with regard to the soldering process. Proper soldering technique and surface preparation (tinning) were well defined and documented appropriately in the associated manufacturing procedures. In addition, the elemental analysis conducted through scanning electron micrography showed presence of soldering material (tin) thereby indicating that the soldering was conducted. The damages seen on the proximal wire (bending), hypotube (stretching), pipeline braid (fraying) and catheter (flattening/accordioning); it is likely that excessive force was applied by the user such as pushing and pulling. In regards to the failure to open at the distal end, the customer¿s complaint could not be confirmed as the received pipeline braid was found fully opened with moderate fraying at the distal end. It is possible that the patient anatomy may have contributed to reported event. However, the cause for damaged braid could not be determined. Per our instructions for use, the user should "discontinue delivery of the device if high force or excessive friction is encountered. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ a review of this device lot history record was conducted and no issues were identified that could have contributed to this event. All products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. Information received from the same report as MFR: 2029214-2016-00635. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during embolization treatment of an aneurysm located in the ophthalmic segment of the internal carotid artery (ica), the physician had difficulty opening two devices upon deployment, as the patient had severe vessel tortuosity. It was reported that the first device (ped-425-20) was attempted and did not expand distally. It was reported that the physician repeatedly attempted to re-sheath and deploy but the issue could not be resolved. The physician felt heaviness upon attempting deployment but continued deploying the device. Then suddenly the tension disappeared and the physician determined something was "torn off," however did not specify the device was torn. It was then decided to remove the entire system from the patient. A second device (ped-425-20) was attempted and the distal segment of the device also did not expand. It was further reported that the physician advanced the guide catheter and attempted deployment further distally. However, the device still did not open properly. The entire system was removed from the patient and a third device was used to complete the procedure. The patient was reported to be doing fine with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.